Manufacturer narrative:
The impella device has been received from the customer but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the upon explant of impella 5.5 on a 61-year-old male patient, a clot was noted on the tip of the impella. There were no device flow issues or problems with functionality. There was no patient harm reported. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed. Biomaterial was found around the impeller in the outflow cage. No other damages or abnormalities were found. As the necessary information was not provided, the root cause of the thrombus was not determined. B.2 revised as selection reported on the initial manufacturer device report number 1220648-2025-26537 was incorrect. E.1 added fax number and us phone number as they were inadvertently omitted from initial manufacturer device report number 1220648-2025-26537. G.1 added contact facility name as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26537. H.6 code 4582 and 2199 were reported incorrectly on the initial manufacturer device report 1220648-2025-26537. New codes were added to health effect - clinical code and health effect - impact code.